Manufacturer narrative:
Analysis of the ins, s/n nfk715814h, found the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a 2 full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed the bench functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 3.865 volts. On (B)(6) 2013 the battery had depleted to the "lock" mode - 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Due to the fact that the device went into over discharge the battery is permanently damaged and cannot hold a charge.

Event description:
It was reported that the distal ends of the leads were explanted, but the proximal ends of leads remain implanted and connected to battery. It was further reported that the patient was experiencing a shocking or jolting sensation. It was noted that explant was required as a result of the event. It was also noted that impedance testing was done and proved a normal working device. The patient reportedly had two subcutaneous leads in the head that were starting to erode through the skin. The patient symptoms were noted as a burning sensation, erosion, headache, and swelling; all at the lead location. It was further noted that this event occurred during normal use and the patient was alive with no injury. It was later reported that the leads were removed. It was noted that there was ¿mention¿ of scar tissue that had developed around the leads and that the patient was electing to have them removed. It was unknown how the patient was doing at the time of the report.

Manufacturer narrative:
Analysis of the lead, lot # v085467039, found no significant anomaly. The lead body had been cut through and was segmented. Analysis of the lead, lot # v311885003, found no significant anomaly. The lead body had been cut through and was segmented.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(6). (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that on (B)(6) 2015 the patient's system was replaced. Along with a new battery, two new leads were also placed. The patient was noted to be alive without injury and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads were out; there was a lead issue. The device was placed for occipital stimulation and was not helping the patient's migraines. The patient had an appointment scheduled with their healthcare professional in five days to discuss what day the leads would be put back on. Four days later it was reported that the patient stated desire to have new leads implanted but no date was set. The patient was noted to be alive but not receiving therapy as there were no functioning leads connected to the implantable neurostimulator. No further outcome or interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.